Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During a procedure, the needle punctured the side of the sheath. The procedure was completed with a replacement and there were no patient consequences.

Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ was received for investigation. The dilator distal tip had been split and one of the vacuum relief holes at the distal end of the sheath was stretched and torn, consistent with the dilator distal tip making contact with the vacuum relief hole. Functional testing revealed no anomalies noted when the dilator was advanced through the returned sheath. A needle/stylet assembly from current abbott inventory was also inserted and advanced through the dilator/sheath assembly with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The condition of the returned device was consistent with the dilator tip contacting with the vacuum relief hole; however, the issue was not reproduced during functional testing. The cause of ¿the brk needle punctured the side of the sheath¿ remains unknown.